Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to a faulty power supply unit. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the power-on button is malfunctioning on the visera 4k uhd camera control unit. There was no procedure involved. There was no report of delay or harm to a patient or user associated with this event

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the power switch of the power uni aps did not work. No additional findings were reported. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.